Manufacturer narrative:
Due to characterization limit e1 event site telephone is (B)(6). Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, conclusion), h11 a getinge field service engineer was dispatched to evaluate the unit. The fse reported that the device malfunction was inspected and addressed by ordering spare parts. The drive manifold assembly was replaced. The device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received part with a reported unit failure of an error code 118 and not functioning after autofill. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in the cardiosave and tested the part to factory specifications per the cardiosave service manual. The unit was able to autofill and function however, a mechanical noise was present during pumping. This is likely due to a bad solenoid. A possible cause may be component reliability. The part is being retained in the failure analysis and testing department.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) stopped counter pulsation. There was patient involvement reported and no injury or harm reported.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) stopped counterpulsing. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.